Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the pacemaker left ventricular (lv) set screw was stripped and was failing to connect the lv lead. The pacemaker was not used. The physician continued with another pacemaker and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not tighten or engage the setscrew was confirmed. Analysis revealed the user of the torque wrench during the implant procedure made incorrect wrench insertions and manipulations that resulted in the setscrew coming out of the connector block socket. The problem was caused by the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.